Event description:
The reporter stated that the surgeon inserted a vision icl implantable collamer lens model micl 12.6mm in 2008, and explanted the lens on the following month, due to an excessive vault creating a minimal angle closure nasally, but the patient's iop was normal. He reported that he mis-measured the patient's white to white originally, and choose too long of a lens for the patient. He removed the lens without enlarging the original incision and put in a shorter lens. He stated that the replacement lens sits perfectly in the eye.

Manufacturer narrative:
Results: (other) - a visual inspection of the returned product shows there are three small pieces torn off of the haptic. There is clear surgical residue on the lens. A work order search was performed for similar complaints and no similar complaints were found. Conclusions - at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithm predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If predicted length is too long, the result may be an excessive vault.